Manufacturer narrative:
Sections with additional information as of 20-apr-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes: blurred vision. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 143 and 207 mg/dl. The customer did not know their expected glucose range. At the time of the call, the customer reported having blurry vision related to diabetes; medical attention was not needed at the time. During the call, a back to back blood test was performed by the customer fasting and produced test results of 147 mg/dl and 161 mg/dl using truemetrix meter; customer was satisfied with the results obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/20/2022 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).